Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery, during which a new aus was implanted. One week later, it was determined that the cuff size was too small, and urine flow was not good; therefore, the cuff was removed and replaced, and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. No damage or abnormalities were found, cuff passed leakage test. Based on the information available and analysis results, the reason for cuff size incorrect for patient was determined to be inadvertent or unintentional interaction of the product; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery, during which a new aus was implanted. One week later, it was determined that the cuff size was too small, and urine flow was not good; therefore, the cuff was removed and replaced, and no patient complications were reported.